Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, back pain and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, back pain and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.